Event description:
The facility pharmacist reported to baxter (B)(4) a dehp free solutions administration set that was found leaking. This occurred during infusion. The leak was due to a hole in the tubing. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was available for evaluation. A visual inspection revealed a cut in the tubing approximately 16.5cm below the drip chamber and confirmed the customer's reported condition. The root cause of this condition could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.